Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. A maude report states that during operative use of the depuy synthes anterior corail/tri-lock impactor, according to MFR's recommendation, while implanting the femoral stem component, it was discovered that the distal appendage had broken off of the impactor, both the surgeon and the scrubbed tech impacted the two portions of the impactor and were able to determine that the impactor was accounted for in its entirety. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A previous investigation conducted by a depuy material scientist in january 2017 has determined use error the most probable root cause. No material or manufacturing defects were observed that could have contributed to fracture initiation and/or propagation to failure. The depuy material scientist evaluated inserter shafts for (B)(4). Both stem inserter shafts were fractured at the base of the tip, approximately 6 mm from the end of the tip. This is the common area of tip failure on these inserters. No material or manufacturing defects were observed that could have contributed to fracture initiation and/or propagation to failure. Also, as previously determined the fracture of the stem inserters was caused by high stress low cycle fatigue, with some reversed bending, likely due to repeated slightly off-axis impaction resulting in cyclic bending loading of the inserter tip that exceeded the fatigue strength of the material. A health hazard evaluation ((B)(4)) was held on march 2009 to review the complaint levels being seen and concluded that the risk was below that anticipated failure rate in the dfmea. On january 15, 2010 (B)(4) was approved and completed, which included a radii for reducing stress risers in the tip. This improvement was implemented to bolster the durability of this instrument an additional health hazard evaluation was conducted january 2011 ((B)(4)) and concluded that the risk was below the anticipated failure rate in the dfmea. Subsequently, there have been continued failures reported involving the improved design, resulting in an additional preliminary risk assessment ((B)(4)) initiated january 2013 and concluded that the risk was below the anticipated failure rate in the dfmea. A further risk assessment, (B)(4) initiated october 28, 2015. This preliminary risk assessment conducted that the risk level for fracturing, surgical delay, and left in the patient is listed as alarp (as low as reasonably practicable) level. A change project has been initiated (change project (B)(4)) to redesign the tip geometry has been initiated. The root cause is attributed to use error through off axis impact. As a result of the change project, a design issue is reasonable to contribute to the use error. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. Complaints will be monitored under sep 419 post market surveillance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during operative use of the depuy synthes anterior corail/tri-lock impactor, according to MFR's recommendation, while implanting the femoral stem component, it was discovered that the distal appendage had broken off of the impactor. Both the surgeon and the scrubbed tech impacted the two portions of the impactor and were able to determine that the impactor was accounted for in its entirety. FDA safety report ID# (B)(4).